Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician had difficulty inflating the savvy 5 x 2 mm balloon catheter due to leakage from the hub-catheter connection. The balloon did inflate, but would not hold/maintain pressure. There was no reported injury. No add'l info was available.

Manufacturer narrative:
The target lesion for the procedure was a femoropopliteal stenosis. The lesion was described as short, and not heavily calcified. A boston scientific encore inflation device was used for the procedure. There was no reported problem noted prior to device preparation, and the device was prepared properly according to the instructions for use without any reported problem. There was no reported difficulty accessing the lesion, excessive force was not used, and the catheter hub was not used to torque the catheter. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. See scanned page.